Manufacturer narrative:
Additional information : the device was not received for evaluation. An event history log review was performed and a max air exceeding 30176 alarm was identified in addition to multiple cassette test failures. The reported condition was confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. A max air exceeded 30176 alarm occurred on (B)(6)2019 and (B)(6)2019 as the customer reported.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was reported as due to an unspecified bacteria and air in the tubing of the amia cassette. It was reported the patient was ¿treated¿ in the hospital for peritonitis; however, it was not reported if the patient was hospitalized for the event. Action with pd therapy was not reported. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.